Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. In addition, the laser marking of the product has faded and the entire sheath shows signs of usage in the form of scratches. This indicates intensive and frequent use of the product. However, it cannot be determined with certainty whether the resection sheath had been previously damaged during reprocessing without parts breaking off immediately or whether the damage occurred during the procedure. The cause of this damage is most likely mechanical overload in combination with thermo-mechanically induced wear and tear. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic tip at the distal end of the resection sheath detached and fell into the patient¿s body cavity. It was reported that the resection sheath had been inspected before the procedure and that no abnormalities or irregularities were detected at that time. As the fragment could not be located by endoscopic approach, the procedure was converted to open surgery and the fragment could be retrieved from the patient. No further information was provided.